Event description:
On (B)(6) 2012, the patient contacted animas alleging that when she woke up at 11am earlier the same day, she noticed that the pump's screen was blank. When the patient pressed the buttons, nothing would happen. She indicated that she heard the pump was beeping and thought that the pump was out of insulin. At 11:50am later the same morning, the patient's blood glucose (bg) was 445 mg/dl and she reportedly had slight nausea. She did not test for ketones and did not contact her health care professional. While on the phone with animas, the patient administered self-treatment with 8 units of novolog via injection. The patient did not have the pump available at the time for troubleshooting; however, she denied there were any structural damage and/or corrosion on the pump. The patient also indicated that she has not tried replacing the battery but will get another battery. The patient was advised to contact animas after replacing the battery. The patient was also advised to contact her hcp but the patient refused. Later the same day, the patient contacted animas back to troubleshoot the pump. She indicated that replacing the battery resolved the issue and stated that the pump is working fine. The patient admitted that she has not replaced the battery cap and was not aware that it was recommended to have it replaced every 6 months. When reviewing the pump's alarm history, it was confirmed that there was a low battery alarm at 8:38am and then an empty cartridge alarm at 10:30am. Animas customer support representative informed the patient that the empty cartridge alarm may have been going off the same time as the replace battery alarm and that may be why there was not a replace battery alarm in alarm history. The patient's bg last check was 174mg/dl. No further issues to report. There was no indication that the pump malfunctioned since a new battery resolved the alleged power issue. However, this complaint is being reported because the patient allegedly experienced elevated blood glucose levels with nausea after the pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the black box and histories for issue reported on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Reboots were observed in the black box download. The battery compartment is cracked from the threads to the bumper pad and from the bumper pad to case seal. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. Battery cap contact height was found to be in specifications. A test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.